Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, minor postoperative endophthalmitis was confirmed. The patient experienced a decrease in intraocular pressure (iop) and descemet membrane wrinkles, as well as cyclitis. Additional information was provided indicating the inflammation was aseptic endophthalmitis. The patient complained of a decrease in vision. Medication was administered. The lens remains implanted.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Product evaluation: the product was returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: 2015-20727

Manufacturer narrative:
The photo evaluation was provided by a company physician. Photo evaluation: descemet's membrane folds and signs of inflammation are not apparent in the photo. Posterior capsule remnant contraction and whitening maybe observed. Although a true assessment may not be completed based on the provided pictures, the observations may be compatible with an intraocular inflammatory response.

Event description:
The patient also experienced blurry vision and hyperemia. The symptoms resolved. The clinical judgment was that the inflammation was non-infectious. Anterior chamber was not cloudy like infectious inflammation. Descemet's membrane fold was seen strongly in the center, however anterior chamber was clean. It was considered as some kind of allergy.

Manufacturer narrative:
The product was not returned.

Manufacturer narrative:
Product evaluation: the lens was returned in a vial of solution. The lens has been cut into four pieces with all pieces returned. A scratch and small cracks are observed. No foreign material was observed. Product history records were reviewed and the documentation indicated the product met release criteria. The manufacturing investigation has not identified a root cause to date. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing.